Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. The patient described the irritation as red and itchy, raised like a heat rash on his left side under the armpit. There was no alleged device malfunction. The patient was self medicating with sensichane and cortonsimzone/betamech that were given to him previously at the hospital. The patient's physician later prescribed an unknown steroid cream. The patient reported that the irritation was clearing up.